Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was able to confirm an endoleak type ii from the lumbar and inferior mesenteric artery, and secondary procedure. Clinical evaluations was unable to find substantial evidence to confirm the following reported event; endoleak type iiib. Additionally there was evidence to reasonably support the following observations; hypotension requiring fluid resuscitation, hospital readmission, hematuria, secondary procedure of endoleak type ii embolization with thrombin and gel foam. The most likely cause of the endoleak type ii was determined to anatomy related. A clinical assessment showed that the device is not likely to have contributed to this event. Clinical evaluation could not identify a procedure-related circumstances for this event. Patient anatomy of iliac anatomy likely contributed to the event. Additionally, these cautionary product use conditions definitely to the event; antiplatelet therapy. Devices remain implanted in the patient and were not returned, no evaluation completed. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Based on the information available the root cause of the reported event is unknown.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and a suprarenal aortic extension. A follow up showed the patient had a type 3b endoleak and a type 2 endoleak. On (B)(6) 2017, the physician sealed the endoleaks by implanting ovation devices. The patient is reported to be in stable condition.